Event description:
Information was received indicating that during set up a smiths medical medfusion 3500 pump exhibited motor error and would not deliver. Per reporter, multiple speeds were tried, but it gave the same motor error.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the bottom case was cracked/damaged by the battery compartment. A review of the event history log (ehl) identified motor rate error. During the functional testing the reported issue was able to be duplicated. The main printed circuit board (pcb) was not seated on extrusion grove (sensor was not aligned with the worm coupling gear-facets) the root cause of the issue was a result of the customer's impact to the device. Re-assemble and realigned main pcb. Power up and performed occlusion test.

Event description:
Additional information was received: the issue happened while setting up the pump so it never actually made it to a patients cage.